Event description:
The affiliate reported that the calculated failure is greater than 3ml. It was actually 3.09ml. The pump is still implanted.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device will not be returned.

Manufacturer narrative:
This report is being filed from malfunction to serious injury.

Event description:
This complaint belongs to the medstream recall. The calculated failure is greater than 3ml it is actually 3,09ml. Pump is still implanted. This report is being filed from malfunction to serious injury.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was not returned as it is still implanted in the patient. The investigation of this complaint is based on a worksheet provided by the customer. Following the miscalibrated fls identification procedure worksheet filled and provided by the customer, it has been observed that the medstream has a negative offset of approx. 3.09ml which is slightly over the acceptable error (= 3ml), as described in the ¿worksheet to identify pumps with a miscalibrated fls¿. It has been observed that the control performed by the surgeon was not strictly following the codman recommendation. The surgeon has filled the pump with 40ml and not 30ml as recommended by codman. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. A (B)(4) has been opened to investigate the complaint. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.